Event description:
A malfunction was reported on the pump after it got wet. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump, assisted the caller with the reset, and confirmed the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues reappeared.